Event description:
Litigation papers allege that the patient suffered increasing right hip pain, tenderness, difficulty standing and walking, and eventually needed crutches for ambulation. The patient underwent an aspiration of his right hip which revealed an infection in his hip. Two weeks later, the asr hip implant was explanted and an antibiotic spacer was placed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.